Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.50 x 12 mm synergy ii everolimus-eluting platinum chromium coronary stent system was selected to treat the lesion. However, the stent came off the balloon before deployment. The procedure was completed with a different device. No patient complications were reported.